Manufacturer narrative:
The reported device will not be returned for evaluation. Manufacturing and inspection records could not be reviewed as the model number and batch/lot number of the device is unknown; therfore the root cause could not be established.

Event description:
It is reported by a patient that they had an osteomed interphlex flexible stabilization rod implanted in the toe on (B)(6) 2024 and removed due to breaking into three pieces.